Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was not evaluated for the reported symptom "pump shut off by itself". The device in question finished the evaluation process and was found to be within specification and no malfunctions were identified. The pump was tested prior to release to ensure the device met all specifications prior to release.

Event description:
It was reported that a spectrum pump powered off without user input in the oncology care area during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. It was also reported that they "hypothesise that the pump was alarming that the infusion was complete and was ignored long enough that the patient turned the pump off."